Manufacturer narrative:
The customer reports that the cns (central monitoring system) lost power and the device shut down. When the biomedical engineer tried restarting the device it became stuck in the boot screen. The biomedical engineer has tried hard restarting the device several times. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The software was reloaded to fix this issue. The repaired unit was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customers reports that the cns (central monitoring system) lost power and the device shut down. When the biomedical engineer tried restarting the device it became stuck in the boot screen. The biomedical engineer has tried hard restarting the device several times.